Event description:
The customer reported to olympus that they experienced the following errors: 139 ¿ footswitch ¿ pairing timeout; 84 ¿ temperature error; 152 - reconnect footswitch; 425 - system temperature too low; 441 ¿ no fiber detected. Follow up with the customer was performed and the following information was obtained: no patient involvement, death, serious injury, or infection associated with this event. The problem was identified during start up of the device. The return of the device for evaluation was requested and the customer declined since these issues were resolved by troubleshooting over the phone. This report is being submitted because the user cannot properly configure the wireless foot pedal to the system.

Manufacturer narrative:
The device was not returned to olympus, however troubleshooting over the phone confirmed that the user cannot properly configure the footswitch (error code 139 and 152). The footswitch issue was resolved by replacing the batteries. Trouble shooting over the phone was also performed for the temperature error code and no fiber detected error code. The customer turned the temperature down in the room and they confirmed that the 84 and 425 error has not reoccurred. The no fiber detected error code 441 was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 of the initial report : "10 - testing of actual/suspected device" is not applicable because the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issues were resolved on site, there shall be no device returned for a physical evaluation. Based on the results of the investigation, the root cause of this failure mode was determined to be low battery for the footswitch as once the batteries were replaced, the console was able to be paired to the footswitch without any errors. Olympus will continue to monitor field performance for this device.